Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, ansystem error 345 was not reproduced. A review of the event history log revealed system error 345. A service history review was performed and revealed that the device has been serviced within the last 12 months. The current issue does appear as a repeat service event. The direct cause of the previous servicing was the ultrasonic sensor. All required service actions were completed in the last service cycle.the reported condition was verified. The cause of the condition was determined to be an out of specification downstream thermistor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.